Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received inappropriate shocks due to oversensing of noise. Untreated episodes were also observed. Technical services (ts) discussed possible causes and recommended troubleshooting. This electrode remains in service. No adverse patient effects were reported.